Event description:
It was reported that in preparation for a dilated tracheostomy, it was noticed that the purple introducer is too thin and too short for the 9.0 cannula. It was presumed it was an introducer for a cannula gr. 7.0. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual inspection and function tests were performed. Two defected samples were received. Based on the returned piece which was a 7.00mm introducer, it was established that the customer received the wrong introducer piece. A full inspection was performed on the available stock for the introducer blu s/assy 9.0mm to confirm there was no mix up of components, from the 248 pcs of lot inspected, no discrepancies were found. Review of the operators instructions and the assembly packaging instructions (api) was performed, and although it states in the api that the size of the introducer blu s/assy piece is required to be checked prior to build there are no clear instructions in the kitting procedure to emphasis this check as a critical part of the process. The root cause investigation found that the procedures do not have sufficient information to clearly define the process for checking the size of the introducer blu s/assy. Actions that were taken to mitigate the reported issue: all operator personnel have been made aware of the complaint. The procedures will be reviewed to add more details for the checking of the component sizes prior to assembly of product. All operators retrained to the updated revision. Additionally, the assembly packaging instructions (api)s for this product will be reviewed and changed to add more details for the checking of the component sizes.